Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had great success during the trial period, and now with the permanent implant it is not working. No change in baseline/never received therapy benefit symptoms the patient stated they have been on program 3 and program 1 with no success, and her frustration level is very high. The agent asked the patient if this has been happening since the surgery. And the patient stated yes, it has not worked since they had the surgery on march 3rd. Patient service reviewed with the patient that the trial and permanent implant are not the same and the patient will need to make adjustments to make sure the therapy is going to be effective. The patient mentioned that they talked to the doctor and the representative about changing programs about 2 weeks ago. The patient was redirected to their healthcare provider to further address the issue. Outbound communication notes: patient reported: no change in baseline/never received therapy benefit symptoms reported: unspecified urinary symptoms. Additional information was received from a healthcare professional. They reported that the patient elected to have the ins replaced.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins)/(s/n: (B)(6)) revealed that the device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.